Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had heat, insufficient/low power and failed pre-test for general condition and check power with the test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. Reporter¿s complete mailing address is not available. Reporter¿s phone number is not available. UDI:(B)(4).

Event description:
It was reported from (B)(6) that the small battery drive device produced an excessive amount of heat during use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.